Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals, and the fibrillation sense (fs) markers were shown where there was nothing on the electrogram to be sensed. Reprogramming was performed for the rv lead, and it remains in use. No patient complications have been reported as a result of this event.